Event description:
It was reported that the reverse speed did not work on the impacted device. The unit was pulled from a hospital due to performance issues during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 05.000.008 synthes lot: 008531 supplier lot: 008531 release to warehouse date: 19 march 2024 manufacturing site: triangle manufacturing no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the reverse speed did not work on the impacted device called field equipment unit. The unit was pulled from a hospital due to performance issues during weekly audit. The repair technician reported discolor membrane vent, recording error, fast forward, reverse does not run, forward function was intermittent, patina on housing and switch plate, discolor wire and rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.